Event description:
The customer reported that an 840 ventilator had an erratic graphical user interface (gui) display. Device was not being used on a pt when event occurred. The covidien customer support engineer (cse) was not able to duplicate the alleged malfunction. The device passed extended self test (est), short self test (sst), all calibrations, and electrical safety test.

Manufacturer narrative:
(B)(4).